Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The DHR shows the product was released per specifications. The wet returned sample was visually inspected and the filters in the pinch plate were saturated with surgical fluid. A constellation console representing the current software version was used to test the sample. The initial attempt to prime failed and generated a system message code (smc) 3471. The rsa value was found to be nonconforming. The cassette was dried for a period of time in order to test the sample under normal dry conditions. The sample was tested again on the same console, and the sample passed priming, tuning, and iop calibration successfully. The rsa value was found to be conforming and no anomalies observed. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. The sample passed the remaining functional and performance tests. After allowing the returned sample to dry and a thorough analysis of the sample, the root cause of the customer's complaint could not be established as the sample met specifications. In returned condition, the pinch plate filters were saturated with bss fluid; in this condition, it is possible for the cassette to not function per specification when the filters in the cassette are saturated with fluid. When the cassette was tested under normal, dry conditions, the sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the irrigation / aspiration and phacoemulsification did not work during a procedure. The procedure was completed after exchanging the consumable two times and repriming the system three times. There was no patient harm.